Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable errors on the patient side cart (psc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi field service engineer(fse) contacted the customer to let them know that the parts had been ordered. The isi fse replaced the usm2 and this resolved the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed and found to have an error 319. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a test platform and failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the error went away. The original rolling loop fiber was reconnected, and the error returned. The rolling loop assembly will be replaced as a fix. The complaint regarding non-recoverable errors on the patient side cart (psc) was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a psm/usm experienced non recoverable faults after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, there were non-recoverable errors on the patient side cart (psc). The customer called in during the procedure to report that there were reoccurring errors. The system prompted to disable the universal surgical manipulator 2 (usm). After disabling the usm 2, the customer power cycled the system and the error reoccurred. The system logs confirmed error 319 reported by armnet2, indicating the axes controller, carriage logic (accp) and axes controller spar (acs) on the usm2 were not responding. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended disabling usm2 and recovering from the fault, to enable the system as a three-arm system. The procedure was completed with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.